Event description:
It was reported that the customer experienced low blood glucose levels. The customer stated that the night prior, her blood glucose reading reached as low as 43 mg/dl. She treated with 5 glucose tablets and a lemon bar. She stated that the insulin pump continued to give a low sensor glucose alarm after her blood glucose rose to 112 mg/dl. She noted that she no longer had a low blood glucose level but the sensor glucose reading was 47 mg/dl. Advised replacement of the sensor. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.